Event description:
Patient reported via regulatory agency "the allergan company sold breast implants with no evidence of biocompatibility. These lead to chronic irritation of the immune system, autoimmune diseases and cancer." Implant status is unknown. This record relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details is not able to be requested. No additional information is available at this time. Reason for reoperation: "the allergan company sold breast implants with no evidence of biocompatibility. These lead to chronic irritation of the immune system, autoimmune diseases and cancer."